Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the insert to have a blade broken. The blade broke at roughly the midpoint. A piece approximately 0.394" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears broke at the beginning of the procedure. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.